Manufacturer narrative:
The customer reported there was leakage at the hub, and returned one unused, representative sample of material mp5313-c, lot 25069059. Upon initial visual examination, the set had no defects or abnormalities. The set was tested and infused with water, and a watertight connection at both the male luer and the maxzero was found. The complaint of leakage at the hub could not be verified. The root cause of this failure could not be identified without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that leakage at the hub and the connector.